Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the nozzle unit on air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit . D4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The replaced nozzle unit was returned for further investigation. During simulated use testing, a pre-use check was performed and passed. Following this, ventilation was successfully carried out for 24 hours without generating any alarms or errors. After the ventilation period, the nozzle unit passed several additional pre-use checks. Our conclusion is that the replaced part was the cause of the failure. Despite this, the root cause remains undetermined as the reported issue could not be reproduced. The nozzle unit, which is part of the gas module, regulates the inspiratory gas flow to the patient. It comprises a membrane, a mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against the mouthpiece by the feather spring to regulate the gas flow through the gas module.